Event description:
Pt had a contact lens come apart while in eye. This happened three times, 3 different lenses, before pt decided to report this event to eye care doctor. Having to remove small pieces of the lens was very hard. When it came apart, the pt feeling was like someone was stabbing pt in the eye. Pt was told by the doctor that they were her second pt to report this problem using the same brand of contact lenses.